Event description:
During an atrial fibrillation procedure, it was noted that the sheath was leaking blood out of the hole on the handle where the catheter is inserted. The device was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 85f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis